Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The user facility reported that the calculus was assumed too hard. Therefore, omsc considers that it was too hard to crush the calculus. The device instruction manual has warned users that there is a possibility the calculus cannot be crushed by lithotriptor, and it also describes that to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that the doctor attempted to crush the calculus in the bile duct with the lithotriptor but he couldn't, and then the basket wire was broken. He tried to crush the calculus with using competitor's emergency lithotriptor but the basket broke and the distal end of the basket came off into the pt. He inserted a stent and abandoned the procedure as the broken basket and calculus remained in the pt. Reportedly the facility is considering surgery after they transfer the pt to another hospital since it was difficult to insert a stent to the pt, so there is possibility that a stent can not be exchanged. There was no report of pt complication.